Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was discovered fractured during cleaning between surgery. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Date of event: sometimes during week 6.

Event description:
From additional information received, it was reported that the device was discovered fractured at sterile department after total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the weld on strike plate is cracked. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause can be attributed to the wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.